Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer noticed vacuum is exhausted and blood flow ceases. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer noticed vacuum is exhausted and blood flow ceases. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluated photos appear to show unused tubes and do not display the customer's indicated failure mode. A total of 100 retained samples were visually inspected, with no issues identified. Functional tests were conducted on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.